Manufacturer narrative:
The customer¿s report that it was difficult to remove the neutraclear connector from the extension set and that the neutraclear piston remained recessed in the female luer after disconnection was confirmed. Visual inspection showed that the orange piston was unevenly recessed/tilted within the connector body. A gap was visible to one side of the piston and it appeared that the piston may have been stuck behind a shelf/lip of the inner cavity. Tools marks were visible on the connector and on the female luer of the connected extension set. It was determined that the piston remained depressed because the needle inside the valve was broken. Functional testing confirmed that the neutraclear valve was very difficult to disconnect from the extension set. Many cracks were observed around the extension tip. The root cause for the disconnection difficulty was not definitively determined but may be related to an excessive tightening of the valve on the female luer of the extension set. The root cause for the recessed piston was not definitively determined but may be related to connection to a male luer whose internal diameter is too small and damages the needle during connection, or contact with a corrosive product that weakened the device, leading to breakage.

Event description:
The customer reported that the connector to the pump infusion set needed to be changed. The staff could disconnect one side of the neutraclear from the primary set but not the other side from the extension set. It was then noticed that the neutraclear piston was recessed in the female luer after the primary was disconnected. There was no report of patient harm.